Manufacturer narrative:
The tandem t:slim x2 pump user guide states to not use any other insulin with your pump other than u-100 humalog® or novolog®. Only huma­log® and novolog® have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 394 mg/dl. To address the bg level, the customer reported delivering correction boluses, and if needed, would use insulin pen injections. System check with tandem technical support was performed and showed that the customer uses apidra insulin in the cartridge. The customer was reminded that apidra was off-label insulin. Subsequently, the customer reported having a lot of scar tissue. Recommendation was made to consult with health care provider regarding diabetes management. Additionally, the customer reported receiving an inaccurate fill estimate. Reportedly, the cartridge was filled with 230 units and the insulin gauge displayed 55 units. The customer reloaded the cartridge and received an accurate fill estimate. During a follow-up call, it was confirmed that the customer's bg level was 119 mg/dl.